Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved could not be reviewed because a lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all accessory introducers are subjected to a visual examination to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a procedure, the physician used a cook accessory irrigation adapter. The cook accessory irrigation adapter was hooked on to the syringe. During advancement into the biopsy port of the endoscope, the metal portion of the accessory irrigation adapter separated from the plastic luer lock. The metal piece was lost in the endoscope. The endoscope was removed and a new endoscope was used to complete the procedure. The metal portion of the device was later found and removed from the endoscope channel. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.